Event description:
The nurse assisting a (B)(6) male pt contacted zoll lifecor customer support service to report that one of the pt's batteries is unable to hold a charge. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery is unable to power up monitor) has been confirmed. Upon eval, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. No adverse event resulted from the defective battery. The pt received a replacement battery.